Manufacturer narrative:
Patient information was unavailable. Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. The camera was replaced. The system then passed the system checkout and was found to be fully functional. The camera was returned to the manufacturer for analysis. Analysis found the camera failed a bench test. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. It was reported the system was displaying ¿localizer not connected¿. A manufacturer representative had the site reboot the system and reseat the connections, but the camera still would not connect. It was noted camera lights were green for a second when it was first powered on and then turned red and stayed red. The use of navigation was aborted. This issue occurred intraoperatively and caused a 10-minute surgical delay. There was no reported impact on patient outcome.